Event description:
It was reported that the keyboard that housed the wand for the programmer was broken as was the rear plastic door that housed the cord. The programmer was returned for service and for recalibration. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the keyboard that housed the wand and the rear plastic door that housed the power cord were broken, and therefore the keyboard was replaced and mounted and the power cord bay was replaced. Analysis also found that the system fan was noisy and that the link electronic module (lem) board had a loose electrocardiogram (ECG) connector and therefore both the fan and the lem board were replaced and the lem board calibrated. The hard drive was also reconfigured and updated software version loaded. Product ID: 229047 software analyzer.